Event description:
During placement of the lead the doctor tried to target 3 structures (vim, stn and zi). This caused paralysis of the patient¿s hand which was reversible.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).